Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the set up joint (suj). The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that recoverable error 23072 repeatedly occurred against universal surgical manipulator (usm) 3. The customer moved forward by disabling usm 3 and continuing as a 3 usm procedure. The ports were not in place when the issue occurred.